Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that an aab00 21.5 diopter intraocular lens (iol) was explanted due to a refractive outcome variance from target. The lens was replaced with the same model lens with a higher diopter (23.0). There was no incision enlargement and no patient injury reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 07/25/2017. Device returned to manufacturer: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection with unaided eye showed the product was cut in 2 pieces, most probably to make removal and replacement possible. Further product investigation could not be performed because the dimensional measurement need the whole piece of the lens. Therefore, complaint is not confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.